Manufacturer narrative:
(B)(4). D10: item# 110024773; lot# 66940645, item# 110024773; lot# 67003483, item# 183068; lot# 66201668, item# 141264; lot# 66811276, item# 183442; lot# 67016511, item# 141314; lot# 66285416. G2: foreign - event occurred in poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the second staple did not come out during implantation. Subsequently, the implant was removed from the knee joint entirely and the procedure was completed with another device. There was a 10 minute delay. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified that the device has been cycled twice and there were no sutures or anchors returned with the device. The black push button functions with no issues. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.